Manufacturer narrative:
E1 initial reporter facility name: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that stent fracture occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified middle segment of the anterior descending branch. A 20 x 4.00mm promus premier drug-eluting stent was deployed for treatment. During an imaging examination, a fracture of the stent strut was identified. The fractured stent was covered with an additional stent, and the procedure was completed. There were no patient complications.

Manufacturer narrative:
(B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Investigation results: device analysis findings: the device was not returned; therefore, a technical analysis could not be performed. Device history record review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of cause not established based on the available information as well as unavailability of the device for analysis. This code was selected as the most probable complaint cause based on the information available. It was reported that a stent fracture occurred. Although it was noted that imaging reportedly identified a fracture, the device was not returned for analysis, and no supporting media were provided. As a result, it is not possible to confirm whether the reported issue represents stent damage or a stent fracture, and the cause of the complaint cannot be established.

Event description:
It was reported that stent fracture occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified middle segment of the anterior descending branch. A 20 x 4.00mm promus premier drug-eluting stent was deployed for treatment. During an imaging examination, a fracture of the stent strut was identified. The fractured stent was covered with an additional stent, and the procedure was completed. There were no patient complications.